Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that CT imaging revealed a proximal type I endoleak. At this time secondary intervention has not been scheduled; however, the plan is to place a proximal cuff at a later date and the patient is being monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (likely anatomy related). Evaluation .conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).